Event description:
It was reported that the pump was replaced as it was "premature battery depletion list." There was no reported pt or device event. Following replacement, it was noted that the pt recovered without a sequelae. The drug delivered via the system was baclofen.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed a high s2 battery resistance. The in house battery tester reported r = 391 ohms. The battery logs showed .51 volt drop. Low battery resets, watchdog not properly serviced, safe states, and a past stall recovery were seen in the read event status.